Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information that, during an shunt placement, the surgeon was imprecise by 1-2 mm on the right ear. Surgeon was precise in the zone of interest, but not the right ear. Mid line and everything else were accurate as well. Imaging protocol had been meant according to a medtronic representative. Reorienting of the emitter did not resolve issue either. Patient was held in a horse shoe head frame for the procedure. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome. It was discovered that the site was using washcloths to stabilize the patient in the gantry which manipulated the anatomy during the scan. The site is aware to make sure no anatomy shifted when taking scans next time.